Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of diabetic ketoacidosis and loss of consciousness.

Event description:
It was reported that a wearable failure occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) /2026, it was reported that at around 1:00am the patient woke up and was vomiting. The cgm already failed at that time. When a bg was done it just showed high. The mother drove him to the hospital around 4am. He was transferred to the ICU upon arrival and diagnosed with diabetic ketoacidosis (dka). At the hospital the bg read 800 mg/dl. He was treated with two IV insulin and 12 bags of saline IV. He was also given glucose IV (for diabetes management) since he was unresponsive and continued vomiting at the hospital. The patient was discharged around 5pm in the afternoon of (B)(6) 2026. At the time of the report the patient was fine. No other details were documented. Performance data was reviewed. The allegation was confirmed due to findings of wearable failure. The probable cause was determined to be progressive sensor decline. No additional event or patient information is available.